Event description:
It was reported that fluoroscopy revealed externalized conductor. Patient will be monitored, since the lead is functioning normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.